Event description:
It was initially reported that the patient had high impedance and had a generator and lead replacement. The impedance value when the high impedance was seen was 7130 ohms and the output current was low. X-ray were taken and there was nothing seen that would indicate a device issue or problem. The x-rays were not provided to the manufacturer for review. It was unknown when the last good diagnostics was as the patient has not been interrogated in a while. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.